Event description:
It was reported the pt had his spectra penile prosthesis removed due to infection. No add'l pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.